Manufacturer narrative:
Device evaluation: the driver was returned to the manufacturer for analysis. Visual examination confirmed the instrument tip had broken off. The fracture surface analysis revealed a fairly flat, brittle fracture surface and circular material flow which is consistent with torsional overload. The material just below the fracture surface has been plastically deformed due to high torsional load.

Event description:
It was reported that the patient underwent a spinal procedure using interbody device and posterior fixation. The tip of the driver broke during final tightening. The broken off piece remained in the screw head and could not be removed. Therefore, the broken piece remains in the patient's body. No other complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.